Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828805pl) was implanted on (B)(6) 2024. The valve was broken, therefore, it was removed and replaced with a competitor's valve on (B)(6), 2024. During the revision, the team found the valve was physically broken at its distal end. All the broken parts were removed.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 828805pl with lot 7395656 sn n/a, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected; the siphon guard is missing and silicon housing. Cut and tear marks were noted. The complaint was confirmed. Root cause analysis - the root cause for the issue reported by the customer is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
N/a.